Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was also reported that the pod had a communication issue during activation. The patient was also experiencing left lobe pneumonia and covid. The patient was treated with IV insulin and fluids. The patient was released the three days later.